Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was received from the (B)(6) registry stating: suspected thrombus causing hemolysis. Clarification was provided by a vad coordinator on (B)(6) 2015 who reported that they do not consider the events to be suspected thrombosis. It was reported that the patient had very bad right heart failure and kidney failure which contributed to the patient¿s death. The patient experienced low flow to the device due to the failure of other organs. The patient expired on (B)(6) 2014.

Manufacturer narrative:
(B)(4). It was reported that the pump would not be returning for evaluation as the pump was not explanted and an autopsy was not performed. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.